Manufacturer narrative:
Evaluation summary: no sample was returned for evaluation. The batch review found no indication of related nonconformance during the manufacture of this product. The cause of the condition remains unknown. Should additional relevant information become available, a follow-up report will be submitted. (B)(4) not returned to manufacturer.

Event description:
It was reported that the spike used for administration of the tpn fell out of the tpn bag during setup. This report documents no patient involvement or adverse events. No additional information is available at this time.